Manufacturer narrative:
Product performance engineering could not determine a definitive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the otw mini vision catheter was returned with blood on the balloon. There was contrast in the balloon and inflation lumen and on the shaft. Neither the stent nor the protective sheath, were returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were no kinks in the inner member. No damage to the catheter was noted. The tip seal length of the otw mini vision catheter was measured and met manufacturing criteria. Since the otw mini vision catheter's stent was not returned, the stent measurements could not be taken. Product performance engineering reviewed the incident information and analysis of the returned device. The reported complaint of stent dislodgement for the otw was confirmed as only the sds was returned. No kinks were noted in the lumen. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guide catheter support, guide wire support, patient anatomical morphology, and patient disease state. A conclusive root cause for the inability to cross could not be determined; however, this complaint does appear to be related to operation context given that two devices were unsuccessfully utilized in crossing the lesion. Based on the findings of this investigation, no determination can be made as to the root cause of the dislodgement. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat left main into the cx. The 2.5 x 08 otw minivision was advanced, but would not cross the lesion. The stent delivery system (sds) was removed, at which time it was observed that the stent had dislodged, but remained on the guide wire. A 2.5 x 12 voyager was advanced and was able to deploy the stent where it had dislodged, which was very close to the target lesion, but not quite where it was intended. Using a buddy wire, the 2.5 x 08 rx minivision was advanced to treat the lesion, but it failed to cross and upon removal, this stent was also stripped off the balloon, but remained on the guide wire. All devices were removed together as a single unit and the stent was retrieved outside the patient by flushing the guide catheter. No other attempts were made to treat the lesion due to the difficulties. No patient effects were reported. No additional event or patient information is available.